Event description:
"Caller alleged discrepant results compared with the lab."

Manufacturer narrative:
May-12-2009 - discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per tech service rep, time of testing between inratio and lab is not indicated. Three hours is considered by the manufacturer as a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested if it is returned. As of today, no product is expected to be returned. No further investigation will be required. No corrective action required as no product deficiency was established.